Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03795 and 3005099803-2016-03793 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial distal release stents were to be used to treat a 3cm malignant stricture in the proximal left main bronchi during a bronchoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement procedure. The physician was using the nasal passage to pass the stent down and also had a bronchoscope alongside to observe deployment bronchoscopically. According to the complainant, during the procedure, the physician was nearing stent deployment completion of the first stent (the subject to MFR report # 3005099803-2016-03795) with approximately 5mm of the stent still constrained on the delivery system when the deployment suture got stuck and the catheter bowed. The physician noted on x-ray that the bowing caused the partially deployed stent to be pulled out of the left main bronchi and moved into the distal portion in the trachea at the corina. The physician removed the partially deployed stent and attempted to deploy another ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-03793); however, the same issue occurred. The procedure was not completed because another stent was not available. Reportedly, according to the complainant, removal of the almost fully deployed stent resulted in, the patient¿s mucosa being inflamed and there was minor bleeding, and edema but no intervention was required to address these. The physician noted that there were no patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.